Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: we presume that the surface of the ob-lens was dirty (by unremoved old lens cleaner etc.). Then fine droplets adhered to the lens which caused temporarily blur image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the ob-lens was dirty. There was no patient involvement.